Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. There was an issue with the lead conductor. The analyst noted the full lead was returned in two segments with the helix fully extended on the distal segment. The distal conductors were disconnected at the distal end of the connector pin within the connector leg of the lead at 0.8 cm. After further investigation and deconstruction, it was confirmed that the distal coil conductors were disconnected from the connector pin, but no evidence of the welding process was observed to adjoin them. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 eval code conclusion (fdc/annex d). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the right ventricular (rv) lead implant, the lead was implanted normally and tested normally through the analyzer. However, when the rv lead was attached to the device the impedance was high/undefined and there was lead noise. The rv lead was removed from the device and tested with the analyzer, and at that time high impedance and noise was also observed. The rv lead was removed. The physician then implanted a new rv lead with no complications. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.